Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. The adhesive pad was returned fully attached to the device. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause separation from the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 14.4 mmol/l (259.2 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. It was noted that the pod detached from the adhesive and the cannula dislodged from the site. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
Correction to h3 - device returned to mfg? : changed from "none selected" to "yes". Correction to h3 - device evaluated by mfg? : changed from "none selected" to "yes".